Manufacturer narrative:
Lot/serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Medsun report received: (B)(4).

Event description:
It was reported via medsun report (B)(4) that during an atec biopsy procedure on an unknown date in (B)(6) 2025, the "biopsy compressor device failed while biopsy probe was inside patient's breast. Nobody was harmed but was unable to collect a sample due to the compressor issue." No further information is currently available.